Manufacturer narrative:
The customer reported back to the philips remote service engineer (rse) and stated that after the battery charged overnight there were no further issues with the battery.

Manufacturer narrative:
Report date: 17sep2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device's battery was not charging. The device was not in clinical use at the time of the event. There was no report of patient or user harm.